Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was unknown. Customer's wife stated that patient is currently in the hospital. Customer blood glucose was unstable. Customer's wife was advised that we don't have the hippa consent to speak to her but patient can call and add her to his account and doesn't have pump with her.